Event description:
.

Manufacturer narrative:
A follow-up report will be filed with the device manufacture date. Toward the end of procedure, the arterial pump stopped. The display faded in and out and finally, there was a loss of power to the centrifugal pump drive. The perfusionist implemented a failure protocol and hand cranked the pump to complete the case. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. After the case, the perfusionist disconnected the scp control panel power connection and reconnected it to the base. The scp control panel powered on. The biomedical engineer also could not reproduce the problem. The pump worked fine. The scp was returned to the manufacturer, for further analysis. A follow-up report will be filed when additional info is available. There was no pt injury and the pt was discharged from the hospital under normal conditions.